Event description:
An olympus employee reported on behalf of a customer, when inspecting the colonovideoscope they found a black discoloration that appeared as if the light guide lens was burnt. There was no reported patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter adhered to the light guide lens surface, due to insufficient reprocessing.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of light guide lens having a burnt black discoloration was confirmed. In addition, foreign matter adhered to the light guide lens surface, due to insufficient reprocessing. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "(12) use the minimum necessary lighting, and do not let the distal of the endoscope come close to the mucous membrane for a long time. The distal end of the endoscope becomes hot and may cause burns. The temperature at the distal end of the endoscope exceeds 41°c and can reach 50°c. (14) if the endoscopic image becomes dark while using the endoscope, blood or mucus may have adhered to the light guide lens at the distal end of the endoscope, or the illumination lens may have changed color. Immediately withdraw the endoscope from the patient, remove them, and confirm that the light guide lens is intact before using it again. ·if the endoscopic image becomes dimmer during the procedure, it may indicate that blood or mucus is adhering to the light guide lens on the distal end of the endoscope. Immediately withdraw the endoscope from the patient, remove blood or mucus, and confirm that the light guide lens has no irregularities to use it again. If you continue to use the endoscope with its obstructed light guide lens, the temperature at the distal end of the endoscope may rise, which may cause patient injury or operator and/or patient burns. ·the temperature of the distal end of the endoscope may exceed 41°c (106°f) and reach 50°c (122°f) due to intense endoscopic illumination. Surface temperatures over 41°c (106°f) may cause mucosal burns. Always maintain a suitable distance necessary for adequate viewing while using the minimum level of illumination for the minimum amount of time. Do not use close stationary viewing or leave the distal end of the endoscope close to the mucous membrane for a long time without necessity. ·whenever possible, do not leave the endoscope illuminated before and/or after an examination. Continued illumination will cause the distal end of the endoscope to become hot and could cause operator and/or patient burns. Set the brightness of the video system center to the minimum level necessary to perform the procedure safely. If the endoscope is used for a prolonged period at or near maximum light intensity, vapor may be observed in the endoscopic image. This is caused by the evaporation of organic material (blood, moisture in stool, etc.) Due to heat generated by the light guide near the light guide lens. If this vapor continues to interfere with the examination, remove the endoscope, wipe the distal end of the endoscope with lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol, reinsert the endoscope, and continue the examination." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The event occurred during preparation for use. The unspecified intended procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The subject device was returned to olympus for evaluation. During inspection and testing, the adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had a white-clouded area. Due to wear of flexibility adjustment ring, flexibility adjustment function did not work. Reprocessing of subject device. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with clean lint-free cloths, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.